Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.